Event description:
Information received indicates the brake casters are slipping and not holding properly.

Manufacturer narrative:
The results of the technician's inspection indicate the brake casters were out of adjustment and there was floor wax on the caster tires. The technician adjusted the brake casters and removed the wax from the tires to repair the bed.